Event description:
Healthcare professional reported "left saline breast implant started deflating and has dramatically changed appearance". Physician further reported via op report "leaking at the valve". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as surgical damage and one opening assessed as unidentified (tear) opening. Visibility/palpability- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Peer/ supervisor reviewer.

Manufacturer narrative:
A review of the device history record has been / will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "left saline breast implant started deflating and has dramatically changed appearance". Physician further reported via op report "leaking at the valve". The device has been explanted and replaced.